Event description:
Patient was revised bilaterally to address groin pain and minor swelling on right side, and slight trunionosis at the head/neck junction on both sides. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and difficulty ambulating. There is no additional information that would affect the outcome of this investigation. *update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Revision operative notes confirmed trunionosis. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2199952 or 2167463. A search of the complaint database finds additional reported incidents against lot codes 2234475, 2193017, 2245238 and 2193018 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised bilaterally to address groin pain and minor swelling on right side, and slight trunionosis at the head/neck junction on both sides.